Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.